Manufacturer narrative:
(B)(4). Recall - 1627487-07262012-002-r & 1627487-12192011-003-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge his ipg. The patient last used his scs system two years ago. An sjm representative met with the patient and confirmed the issue. The patient underwent surgical intervention where his ipg was replaced with a new one. The patient is now receiving effective stimulation.